Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks. Review of the device data revealed both treated and untreated episodes with oversensing of sense b node noise and low amplitude measurements present. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks. Review of the device data revealed both treated and untreated episodes with oversensing of sense b node noise and low amplitude measurements present. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks. Review of the device data revealed both treated and untreated episodes with oversensing of sense b node noise and low amplitude measurements present. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The s-ICD system is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.